Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the pump. In 2005 at 0900, the pump was programmed in the pca +continuous mode to deliver 10 mcg/ml of fentanyl, instead of the intended concentration of 50 mgg/ml, with a 25 mcg/hr continuous rate, a 10 mcg pca dose, an 8 minute pt lockout, and a 300 cmg 4 hour limit. The customer contact reported the "error was caught by nursing: when they noted that they "were going through vials faster than expected. There were no reported adverse pt eefects. No medical interventions were required. The pt was "lucid and talking with no indication of an overdose." The pump was removed from clinical service. Therapy was resumed using a replacement pump. Initially the nurses believed it was a pump problem; however, upon biomedical technician's review of the pump history, it was noted, "the nurse programmed the wrong concentration of 10 mcg instead of 50." During testing by the user facility, the pump functioned as intended.